Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught on leaflet was due to procedural circumstances. The cause of the reported tissue injury was unable to be determined. The reported unchanged mr was likely related to the reported tissue injury and clip caught on leaflet. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. An xtw clip was inserted and was advanced under the valve. However, the clip became caught on the anterior leaflet. Troubleshooting was performed, but the clip was unable to be removed. The physician was able to grasp the posterior leaflet and clip was deployed. After deployment, some tissue damage was observed and mr remained at a grade of 4+. One additional clip was implanted, but mr was unable to be reduced. The physician decided to discontinue the procedure. There was no clinically significant delay in the procedure.